Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), threshold rising occurred. There were no symptoms such as chest pain or discomfort. The leadless ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.